Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that they experienced a w46 alarm, "possible rbc spill" towards the end of the 1st draw. The plasma bag was a red color and the operator was unsure whether it was hemolysis. No donor injury or reaction reported. No operator injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that they experienced a w46 alarm, "possible rbc spill" towards the end of the 1st draw. The plasma bag was a red color and the operator was unsure whether it was hemolysis. No donor injury or reaction reported. No operator injury reported. The device was evaluated on (B)(4) 2011 by a haemonetics field service engineer and found the line sensor out of calibration. This would potentially lead to a rbc spill. The device was calibrated and returned to service with no further issues. No disposable samples were available for evaluation. The investigation is ongoing. A follow up report will be filed when the investigation is complete. Hemolysis was not confirmed by the customer. No blood sample was available for analysis. The operator made their determination of hemolysis based on experience. The return of hemolyzed cells is dependent on an operator's awareness of the issue and terminating the procedure prior to returning cells. The impact of hemolyzed cells on a healthy donor could range from no symptoms to acute. As the operator terminated the procedure, there is no potential injury to the donor from hemolysis. No injury was reported by the center. As the procedure was terminated, the donor experienced a red cell loss. As the donor passed the health criteria to donate, there is a very low risk of anemia requiring medical intervention. This condition would not be considered potentially serious.